Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified. The event can be prevented by following the instructions for use which state: "chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system. [Inspection of the endoscope] 1. Inspect the control section and the endoscope connector for excessive scratching, deformation, loose parts, or other irregularities. [Inspection of the instrument channel] 1 insert the endo therapy accessory through the biopsy valve. Confirm that the endo therapy accessory extends smoothly from the distal end of the endoscope. Also, make sure that no foreign objects come out of the distal end of the endoscope. 2 confirm that the endo therapy accessory can be withdrawn smoothly from the biopsy valve." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the cleaning brush could not be inserted nor removed while using the evis lucera elite gastrointestinal videoscope. There were no reports of patient harm or impact associated with this event. During testing and inspection of the returned device, the channel tube had foreign material attached, which had been attributed to insufficient cleaning. There were no reports of patient harm or impact associated with the event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. During the evaluation, due to clogging of channel-tube, the tube cleaning brush could not be inserted. Additionally, the evaluation revealed the following findings: due to damage on channel-tube, water tightness was lost; due to wear of angle wire, bending angle in the upward direction did not meet the standard value; adhesives around bending section cover (a-rubber) had white-clouded area; due to clogging of channel-tube, forceps could not be inserted; air/water-cylinder had corrosion; paint on suction-cylinder was peeled; switch #1 was worn; universal cord had a dent; and scratches were found on multiple components of the device. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.